Manufacturer narrative:
As reported, the patient with a history of known allergies, developed severe allergy and itching post implant of the 3dmax mesh. As reported the patient will undergo allergy testing. When the testing will be conducted was not reported. Based on the information provided to date, no conclusion can be made as to the degree to which the device, may be causing or contributing the patient¿s reported postoperative symptoms. To date, this is the only reported complaint for this manufacturing lot. Should additional information, a supplemental MDR will be submitted. Not returned - remains implanted.

Event description:
As reported, during a laparoscopic repair of a groin hernia on (B)(6) 2020, a 3dmax mesh was implanted. Following surgery, the patient started having a severe allergy, presenting as itchy bumps. It is also reported that the patient is known to be very allergic to different kind of materials. It is further reported, that the patient will receive a new allergy test via the immunologist. The patient is reported to have an atopic predisposition to dry skin with minimal erythema on the left elbow fold; the patient¿s groin region was not affected. The patient did not undergo any additional surgical intervention.